Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a tubing roller guide on a fresenius 2008t machine broke off on the blood pump rotor and punctured a hole in the blood pump during a patient¿s hemodialysis treatment. The patient¿s estimated blood loss was 250ml. The machine sounded with an air detector alarmed. The patient treatment was stopped, and blood was not returned. There was no patient injury, adverse events, or medical intervention required as a result of this event. Additional information was requested, however to date not provided.

Manufacturer narrative:
Correction: other relevant history.